Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Device had cracked battery tube threads and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Event description:
The customer reported via phone call that he was in a rainstorm and the insulin pump got wet. Customer stated that the insulin pump alarmed button error and the act button is stuck. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.